Event description:
It was reported that the device was used during a parotidectomy. During post-op they had to re-enter the patient to control the bleeding due to hematomas. The surgery went as planned and there was no bleeding noted at the close of the procedure. Two days post op the surgeon reported that he had to go back for an additional surgery on the patient to suture and tie off the areas of bleeding. The harmonic device was used in those areas that the bleeding was corrected in the original procedure. Patient is doing fine. The device has been discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.